Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the clinical observation cannot be confirmed and root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral pericardial valve was explanted after a duration of ten (10) years and one (1) month due to mitral stenosis. The mitral valve was replaced with a 25mm mitral pericardial valve. The operative report indicated that there was evidence of prosthetic mitral valve dysfunction with high pulmonary artery pressures. Tee revealed that the mitral valve prosthesis and the aortic valve prosthesis were both in position and functioning properly without any significant paravalvular leaks. The patient also underwent aortic valve replacement of the native valve during the mitral valve replacement procedure. The patient tolerated the procedure well with no apparent intraoperative complications.